Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1011, awareness date 26-aug-2015). Case was received in united states on 28-aug-2015 and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Additional information received on 20-sep-2015 (ptc investigation result). Consumer reported that she had the procedure in 2012 and, after countless problems, weight gain, hair loss, anxiety, pain and 2 cysts; she just had a hysterectomy. In addition, reporter informed that her right coil disappeared and her doctor found it and said she was lucky that she did not get pregnant. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil disappeared (interpreted as device dislocation). A hysterectomy was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.